Event description:
The customer reported that the battery failed to charge.

Manufacturer narrative:
The customer reported that the battery failed to charge. A philips field service engineer went to the customer site and determined that the ac power module had failed. Failure of the ac power module would prevent the unit from powering up on ac power. The customer replaced the ac power module with one they had on site which resolved the failure.